Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported that the customer had ER last (B)(6) 2015 visit due to high blood glucose. Customer's blood glucose was 492 mg/dl. Customer's symptoms were dizziness and nauseated. Customer was treated with injection. Troubleshooting was done. Customer was wearing the insulin pump at the time of ER visit. It was found that the drive support cap was flushed. The customer was assisted in performing high pressure test and test passed. Advised customer the insulin pump would be replaced. Advised customer to discontinue using the insulin pump and revert to a back-up plan per health care provider. No further information provided.